Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was transplanted on (B)(6) 2014. Additional information from the hospital revealed that the pt was a status 1a due to stroke history, not vad complication. It was also reported that the system controllers were working fine and the hospital believed the pump was discarded.

Manufacturer narrative:
The hospital reported that the pump was discarded. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
A direct relationship between the device and the reported event could not be determined. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.